Manufacturer narrative:
Retainer ring, clear. On (B)(6) 2021, the patient hospitalized with of high bg´s. Patient alleges under delivery. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0870 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded serial number label, pillowing keypad overlay, keypad overlay texture damage and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The formatted history file lists data from 07/07/2021 to 10/18/2021. Unable to review bolus deliveries and alarms/suspend on the event date (B)(6) 2021. The pump was monitored for 2 days, no unexpected pump alarm or pump suspend noted. The pump was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the pump daily history screen. No bolus anomaly noted. The pump passed the functional testing. No under delivery anomaly noted during testing. Unable to confirm alleged high bg's. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer alleges that the insulin pump was under delivering because they used several boluses, but the blood glucose level was still jumping on higher levels. The self test, displacement test and high pressure test were performed and all were passed. The insulin pump will be returned for analysis.